Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That an vega knee implant system, comprised of the following components, vega system ps femur f5n r (part #nx031z) (ref. Associated MDR ID 2916714-2020-00521), vega system patella 3-peg size p3 (part # nx043) (ref. Associated MDR ID 2916714-2020-00522), vega system ps tibia plateau t3, cemented implant (part # nx055z) (ref. Associated MDR ID 2916714-2020-00523), ps+ gliding surface implant 10mm t3/t3+ (part # nx130), and a vega system peek plug t1-t5 (part # nn260p) (ref. Associated MDR ID 2916714-2020-00525), was implanted during a primary surgery performed on (B)(6) 2013. According to the complainant, following the primary surgery, the patient experienced pain and swelling in right knee, which restricted routine daily activities. A subsequent x-ray showed possible loosening of the tibial component and a radiolucent line around the tibial component. Bone scans showed an increased uptake in the tibial component. Intraoperative findings during replacement surgery were a well-fixed patellar component and losing of the tibial and femoral components. The cement used during the primary surgery was identified as zimmer palacos r radiopaque bone cement. The complaint device is not available to be returned to the manufacturer for evaluation. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: nx031z - as vega ps femoral comp. Cemented f5n r - lot # 51931511. Nx043 - patella 3-pegs p3 - lot # 51955964. Nx055z - as vega ps tibial plateau cemented t3 - lot # 51938561. Nx130 - vega ps gliding surface t3/3+ 10mm - lot # unknown. Nn260p - plug f/tibial plateau - lot # 51974495.